Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra engine canister (canister). During the procedure, the hospital technologist placed the canister on the penumbra engine (engine), connected the aspiration tubing and then attempted to build negative pressure. However, the engine did not build pressure. It was reported that only two of the four light bars lit up, despite attempting twice. Therefore, the canister was replaced and the procedure was completed using the same engine and an indigo system cat rx aspiration catheter (catrx). There was no report of an adverse effect to the patient.